Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for evaluation. A visual inspection of the exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in the area that would have punctured a cassette membrane. The device was subjected to a simulated treatment test. During the test, the cycler gave ¿make sure heater bag is on heater tray and unclamp¿ messages three consecutive times before the treatment was canceled. The failure was found to be from fluid clogging the pneumatic filter hp1. After the file was replaced, the test treatment was completed without any other failures. There were no fluid leaks in the cassette during the test treatment. An internal inspection of the device found visual evidence of dried fluid under pumps a and b mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid was not determined. The mushroom head and glucose tests passed. An investigation of the device history (DHR) records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control testing met all requirements. The investigation into the cause of the reported incident was not able to be confirmed. An evaluation of the returned device could not identify any malfunctions that would have caused or contribute to a leak.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler had a m31-air detected in cassette in drain 5 of 5 and the patient cancelled treatment. When removing the cassette, the patient found there was fluid leaking out of the cassette. The patient had been able to complete treatments with manual pd therapy. The patient did not experience any adverse reaction or require any medical intervention. The patient was not prescribed prophylactic medication. The patient has since received a replacement cycler and continues regularly scheduled pd treatments with the cycler. The cassette is not available to be returned to the manufacturer for physical evaluation as the patient had discarded it.